Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (unable to power on) was confirmed. As received, the monitor was unable to power on. Upon investigation, there was extensive physical damage to the monitor. The monitor's belt receptacle was pulled from the case, damaging the wires within the connector. Additionally, multiple components on the pcbs were broken off or physically damaged. The cause for the failure was the extensive physical abuse. The root cause for the damaged connector and pcbs was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.